Manufacturer narrative:
Hill-rom tech support found the sidecomm board to be inoperable. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the sidecomm board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the ppm will alarm but no cal is placed from this sidecom power control board. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).